Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump p-cap locks properly into the reservoir compartment, however, retainer ring damage was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked, label damage (stained serial number label and faded end cap address label), partially broken retainer and retainer knit line damage. Cosmetic damage was confirmed at battery side. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1884l was requested and customer response was the device will be returned.